Event description:
A malfunction was reported on a customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and thus there was no adverse impact reported on the blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised they could continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.